Event description:
It was reported that prior to the application of chemotherapy, a flush was performed (salinization) and a microhole was observed in the catheter, with saline solution leaking into the dressing.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq3692 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that prior to the application of chemotherapy, a flush was performed (salinization) and a microhole was observed in the catheter, with saline solution leaking into the dressing. Add info received: was there any harm to the patient/health worker? (Detail). Ans: patient still under treatment, will probably need new central venous access. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail). Answer: no. Was the catheter fracture internal to the patient or external? Ans: external rupture in the hub/catheter body connection. Has the catheter been removed? Has a new catheter been placed? Ans: ruptured catheter was returned and reported to the quality department, patient was subjected to a new catheter. What type of catheter fixation was used? Ans: tegaderm and IV-fix. What medication was being administered? Not applicable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was inconclusive with the provided information. A photograph was provided which depicted a per-q-cath PICC. The catheter was pictured within a clear plastic bag. No observable evidence could confirm the customer event or suggest a potential root cause. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. H3 other text : evaluation findings are in section h.11.